Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause are implants impinging on the neuroforamen. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: 1st (superior): ifuse implant, p/n 7050-90, lot# i0918, manufactured 04/23/14, expires 2019-01. 2nd (middle): ifuse implant, p/n 7045-90, lot# i0a78, manufactured 08/29/14, expires 2019-08. 3rd (inferior): ifuse implant, p/n 7035-90, lot# 154277, manufactured 03/29/13, expires 2018-03.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient complained of radicular pain post-op. The implants may have been impinging on the neuroforamen. A few weeks after the initial surgery, the surgeon performed a revision surgery where he removed the caudal implant and slightly backed out the superior and middle implants that may have been impinging on the neuroforamen. The surgery was completed without complications. The status of the patient following the revision surgery is not yet known.